Event description:
It was reported that the patient¿s device is showing high impedance. The patient denies any falls or trauma to the leads. An x-ray was performed with no abnormalities found. The patient was referred to neurosurgery for possible lead replacement. No surgical intervention has occurred to date.

Event description:
Additional information was provided that upon further x-ray review the pin was not completely in. When device was removed, surgeon was able to insert pin further into device. The incomplete pin insertion was believed to be due to the patient slightly tugging on the lead/generator and likely pulling the pin out. No additional or relevant information has been received to date.

Event description:
Product analysis was completed and approved on the generator. Electrical test results showed that the pulse generator performed according to functional specifications. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances.

Event description:
The generator was received for analysis. Analysis is underway but has not been completed to date.